Manufacturer narrative:
The field service rep determined the ise tubing was partially blocked, and there was a missing seal between 2 of the ise electrodes. He replaced tubing and missing seal. Mechanical checks were run to verify analyzer performance.

Event description:
User experiencing errors on ise calibrations along with erratic ise patient results starting in 2009. The customer could not quantify how many patient samples were effected. User noted that any patient samples with anion gap results of <0 or >20 alerted them to inspect ise patient results and rerun. Only the following patient example was provided which occurred five days later and determined to be discrepant. Initial sodium gave 133; repeat gave 145 mmol per l. Patient was not treated on erroneous result.